Event description:
Ous MDR. An increase in the pacing threshold, and increasing impedance were reported after an implantation time of about 11 months.

Manufacturer narrative:
There were scratches on the front and back side of the pacemaker housing. Residues of blood could be found in the plug hole for the lead. Lead attachment screw for the lead contact did not show any anomalies. The screw could be easily screwed in and out. Very faint contacting traces could be seen on the lower side of the lead attachment screws, indicating that part of a lead connector plug had been lightly contacted at least at one time. The spring elements also did not show any anomalies. Incoming goods control was able to establish that the pacemaker was programmed to ssi mode with 50 ppm and the standard values (7.2 v at 1.5 ms). Pacing and sensing polarities were set to unipolar. With the programmed high-current program, a service lifetime of 1 year was calculated. The pacemaker underwent a complete function check and no anomalies could be seen. Pacing and sensing functions of the pacemaker were tested. The pacemaker paced as intended with the programmed amplitude and pulse width. There were no pacing or sensing defects. A bipolar test lead could be contacted successfully. Documents that were returned with the product were analyzed. Follow-ups from 2007, and 2008 were returned. (About 3 weeks after the implantation), a pacing threshold of 0.4 v was measured. The initially set amplitude of 3.6 v at 0.4 ms was reduced to 2.4 v. A pacing impedance of 982 ohm was measured. At the next follow-up in november, the pacing impedance had increased to 1960 ohm, and the pacing threshold also rose to 2.4 v. An amplitude of 6.0 v at 0.4 ms was programmed. In february 2008, an impedance of >3200 ohm was measured. Pacing threshold was at 3.3 v, and an amplitude of 7.2 v at 1.5 ms was programmed. The pace/sense polarity has been set to unipolar throughout the entire time. The pacemaker is within all specifications, with the exception of blood residues in the drill hole of the lead connector plug.